Event description:
It was reported that pericardial effusion occurred. A left atrial appendage closure procedure was performed. A small baseline pericardial effusion was noted prior to the procedure. The patient presented with a posterior chicken wing appendage and not on any antiplatelet drugs. A double curve watchman access system and a 27 mm watchman flx device were attempted to be used but the angulation was not favorable, so the devices were removed. A sweep was done and switched out for a single curve watchman access system and a new 27 mm watchman flx device. During the deployment of the second watchman device and post interrogation there was a more substantial pericardial effusion found around the right ventricle and left atrium on transesophageal echocardiogram (tee). A pericardiocentesis was then performed with around 600 milliliters of blood removed and the watchman was implanted after 3 attempts due to an initial large shoulder and leak. The patient was expected to be discharged the following day or day after.